Manufacturer narrative:
The customer found a leak from the needle assembly. The customer noticed an obstruction in the tubing through pinch valve (vl13). The customer flushed the waste pathway, which removed the obstruction and resolved the leak. The instrument ran without leaks and all activities were verified according to the customer's established protocols. (B)(6).

Event description:
The customer reported a bloody fluid leak of approximately 1ml from a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was performing normal operation when the leak was observed, and there were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown, and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.